Event description:
The distributor contacted animas on (B)(6) 2015 alleging a keypad/button, tactile changes/unresponsive issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: on examination, the keypad cover was peeling off the pump at the bottom. On testing, all the keypad buttons were unresponsive. The keypad cover was removed for further investigation and revealed the down arrow button contact was inverted and immobile. There was no contamination under the button contacts. The keypad wiring and connector were intact without damage or defect. Unrelated to the original complaint, the display was noted to be dim/faded/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).